Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted one straight and clean cut on the pouch (top web) and one clean and straight cut on the welded cassette sheeting. An underwater pressure test was also performed and a leak was observed from the welded cassette. The reported condition was verified. The cause of the condition could not be determined; however, no probable cause could be identified from the manufacturing process; therefore, it is possible the cut may have been introduced by a sharp object outside of the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated set with cassette leaked from the "throat." This was observed during priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.